Event description:
The patient experienced pain at her implant sites. She had increased pain in the past day. Her left side was reprogrammed. She was told that weight gain would help with her ins; she was (B)(6) last month but back down to (B)(6). She was prescribed lidoderm patches to wear at night. The company representative confirmed that her pain occurred with stimulation on or off. Her pain was on the left sided ins. The ins was protruding more than before which could be due to weight loss. The impedance measurement with contact 3 on the left side was greater than 3 ,600 ohms. The bi pole was moved up 1 contact to avoid the 3rd contact. The patient still had good stimulation coverage at the end of the reprogramming appointment.

Manufacturer narrative:
Lead model 3998, lot # j0443943v, implanted: (B)(6) 2004, explanted: na. Extension model 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: na. Ins model 37711, serial # (B)(4), implanted: (B)(6) 2005, explanted: na. Lead model 3888-33, lot # j0504284v, implanted: (B)(6) 2005, explanted: na. Extension model 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer model 37742, serial # (B)(4). Recharger model 37752, serial # (B)(4).

Event description:
Additional information received reported that the device was causing pain in the area of the ins with or without stimulation turned on. The patient was seen for an appointment, where all she complained of was more pain in legs and a desire for more stimulation coverage. The patient was reprogrammed with good results.

Manufacturer narrative:
(B)(4).